Manufacturer narrative:
Visual evaluation under magnification showed extensive electrode wear. There was adhesive detached around the spacer as well as a pin-sized hole measuring approximately 0.30 mm in width, scratch marks on the cap and a significant amount of discoloration. Further evaluation showed scratch marks present on the shaft near the handle to the tip of the wand. The wand was connected to a compatible controller and the ablation function was activated in saline solution for approximately 10 seconds after which the controller exhibited an e-4 error. Additional investigation was conducted and the exact location of the short is unknown and the root cause could not be determined with confidence. Evidence would suggest that the device came into contact with another metallic object causing the adhesive to become detached around the cap and shaft. A minute trace of saline breaking the barrier of the cap and shaft will cause the controller to generate an e-4 error as it will occur if the generator detects a power spike. The output is deactivated in order to protect the wand and generator from excessive power delivery. The instruction for use (¿IFU¿) outlines warnings and precautionary measures to adhere to during activation of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported the turbovac 90xl wand presented an error message during use which resulted in a surgical delay greater than 30 minutes. The procedure was successfully completed using a back-up device. There were no reported patient complications.